Event description:
It was further reported that the adaptive capture management was turned off in response to the diaphragmatic stimulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: 5076 implantable pacing implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the atrial lead was causing diaphragmatic stimulation. The patient had been seen previously for the same issue and the chronic lead trend was turned off. Now the patient had intermittent stimulation mostly when sitting. It was noted that the stimulation may be positional or maybe be due to atrial capture management when the back-up pulse is delivered at 1.0 ms. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.